Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(6)) in (B)(6) on 16-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted on an unspecified date. On (B)(6) 2013 the consumer experienced stabbing pain on location of essure devices, extreme bleeding, constant yeast infections, debilitating migraines, pain with intercourse, metal taste in mouth, nickel allergy, vertigo, joint pain, severe lower back problems, pain shooting from location of devices down through pelvic area to my legs, reoccurring bouts of bacterial vaginosis, weight loss, appetite loss, extreme bloating of the abdominal area, palpitations, stabbing feeling in the vaginal area, hair loss, nail breakage and lines in nails also. Essure was removed via laparoscopic-assisted vaginal hysterectomy. Follow-up information received on 21-oct-2015: additional nca reference number was provided ((B)(4)). Product technical complaint investigation result was received on 28-oct-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up 27-oct-2015: information received from the health authority (B)(6) which informed that the consumer reported this case twice and the ha reference number (B)(4) was deleted to avoid confusion. It has been attached to the record for(B)(4). Therefore only the number (B)(4) is valid. Follow-up received on 04-nov-2015: response received from consumer who does not wish to give any further information. Case considered closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-nov-2015 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 160 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. This case refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. The consumer had stabbing pain on location of essure devices (interpreted as abdominal pain) and extreme bleeding (interpreted as genital bleeding). Essure was removed via laparoscopic assisted vaginal hysterectomy. Abdominal pain and genital bleeding are serious due to their medical importance. Both events are listed in the reference safety information for essure. In this particular case, the temporal relationship between the essure insertion and the reported events is unclear. However, considering the nature of these events and the lack of alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. The product technical complaint analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.